Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although medical records do not indicate that our product was used during the procedure at this time, the consumer alleges that our product was used, and therefore we are filing this MDR for notification purposes.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs in (B)(6) 2011. Further investigation found that the patient presented for surgery in (B)(6) 2011 with significant back pain with proven spondylotic instability and severe central and foraminal stenosis. The patient underwent a posterior laminectomy and decompression of l4-5 and l5-s1 for central stenosis, medial and complete facetectomies right and left respectively for foraminal stenosis, diskectomies at l4-5 and l5-s1 with interbody segmental 3-level fusion, 3 level posterolateral segmental fusion with synthes matrix posterior instrumentation (rods, screws, crosslink), bone marrow harvest (x6) and use of structural allograft (x2). The use of bmp bone graft material stryker op-1 (bmp-7) and musculoskeletal transplant dbx mix were noted. The patient was anesthetized from l3 to s1. Two to three ml of hemorrhagic marrow was placed in a synthes chronos strip for posterolateral fusion. The superior facet of l4 and l5 were removed allowing for decompression in and around the thecal sac down to the nerves. Diskectomies were performed . The interspace was packed with auto and allograft. Dbma 15 mm luminary t-plif interbody spacer was packed with autograft. This was repeated at l5-s1. The l5-s1 disk was calcified so a large portion of the calcified covering was removed and a 9mm luminary t-plif interbody spacer with 6 ml of bone marrow autograft in the interbody space was placed. Synthes matrix rods with a crosslink were placed. The wound was irrigated with bacitracin. A posterolateral bone graft of chonos morcellated autograft was placed in the lateral gutter and compacted down to the bottom on both sides.